Manufacturer narrative:
Product investigation is in progress.

Event description:
Had to go to urgent care to have the tampon fished out of me- vagina [foreign body in reproductive tract] . I think I have a fever [pyrexia] . I had a tampon that I was trying to take out when the string ripped off...having to go to urgent care to have the tampon fished out [complication of device removal] . String ripped completely off- tampon [device breakage] . Case narrative: consumer reported via e-mail that the tampon string ripped off during removal. No serious injury reported.

Event description:
Had to go to urgent care to have the tampon fished out of me- vagina [foreign body in reproductive tract] I think I have a fever [pyrexia] I had a tampon that I was trying to take out when the string ripped off...having to go to urgent care to have the tampon fished out [complication of device removal] string ripped completely off- tampon [device breakage] case narrative: consumer reported via e-mail that the tampon string ripped off during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.